Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm after the tube occlusion was removed. There was unknown patient involvement.

Manufacturer narrative:
D9: 24-mar-2025. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed through the event history. The exact cause was not determined as the issue was not duplicated during functional testing. The downstream occlusion sensor was replaced preventatively.